Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawers 2.1 and 2.2 were not detected. A field service engineer found that all the boards had no power, replaced all the drawer boards and the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2 was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter facility name, initial reporter occupation and other occupation, section g manufacturing location, reporting source. The report of the "medstation es main 2dr failure in drawer 2" was confirmed during fse testing and subsequently validated in the dchu testing process. According to work order (B)(4), the field service engineer (fse) found that all drawers had no power. Replaced all drawer boards and controller board. The fse tested the drawer. Customer verified operation via inventory application without issues. Visual inspection of the pcba pmc v1.06/v0.09bl hh and use 331392-01 pcba dwr cntlr v1.10/v1, s/n (B)(6) revealed no physical damage, missing components, signs of fluid ingress or electrical damage. Inspection of the use 331392-01 pcba dwr cntlr v1.10/v1, s/n (B)(6) revealed bent pin on connector j402. Laboratory inspection of the pcba pmc v1.06/v0.09bl hh, s/n (B)(6) determined that the fuse f201 was blown. Inspection of the use 331392-01 pcba dwr cntlr v1.10/v1, s/n (B)(6) determined shorted diode d501/mosfet q501. Laboratory inspection of the use 331392-01 pcba dwr cntlr v1.10/v1, s/n (B)(6) was not performed due to the bent pin found during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause of the reported complaint issues are as follow: pcba pmc v1.06/v0.09bl hh, s/n (B)(6): blown fuse f201 which was causing the reported drawer failure. Use 331392-01 pcba dwr cntlr v1.10/v1, s/n (B)(6): shorted diode d501/mosfet q501. Use 331392-01 pcba dwr cntlr v1.10/v1, s/n (B)(6): bent pin on j402.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2 failed and required maintenance. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there were blown fuse f201 on pcba pmc, found shorted diode d501 / mosfet q501 on pcba dwr cntlr and bent pin on j402 on pcba dwr cntlr. There were no adverse events or injuries reported based on this event.